Event description:
The customer reported that they were testing the nurse call cables and the signal from the alarm to the nurse call system was not being transmitted. They reported that when the cables were replaced, the nurse call feature worked. No patient injury was reported.

Manufacturer narrative:
Evaluation of the 19 cables returned shows that five cables had an open circuit, eight had a short circuit, two had the connector missing on one end and four tested ok.